Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, an error code related to the charging of the internal battery was observed. The device's power management board was replaced to address the issue. Additionally, the trilogy o2 pm1 kit, exhaust fan assembly, 43 micron filter, were replaced for preventative maintenance only. The device was cleaned and passed final testing.